Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be confirmed when the tear occurred or if it contributed to the reported event. The timing and cause of the damage is unknown. No other damages or defects were found with the device. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 24.7 mmol/l (444.6 mg/dl). The pod was leaking while worn on the (abdomen) for between 5 and 24 hours. As treatment, a new pod was applied. The device was returned and investigated. Investigation found a tear in the pod's cannula.